Event description:
It was reported that a user experienced postprandial hyperglycemia with a peak blood glucose of 241 mg/dl, observed rising about an hour after a larger-than-usual meal, with 6 units of insulin on board, no insulin delivery visible in algorithm steps, no alerts or alarms, and no issues identified with the ilet or supplies; glucose began to decline during the call. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no hospitalization, no medical intervention, no back-up therapy use, and no ketone testing, with the high lasting less than one hour. Investigation included troubleshooting and user education following a ¿when in doubt, swap it out¿ approach and assessment for device or supply issues. Investigation of this case revealed no device malfunction or supply problem and suggested that the hyperglycemia was likely related to meal size and underestimation relative to insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.